Event description:
Patient was getting a left percutaneous neprhostolithotomy when a laser fiber, the flexiva 242, was opened to use on the lumenis moses laser (ts6550), ref #m006l8406910, lot #30637168. A few minutes after the laser was used, smoke started to come out of the laser close to where it was connected to the machine, the lasering was paused, the machine was turned off, and the laser fiver was immediately taken out of the machine. Service lead was informed and gave the packaging of the laser to field representative for boston scientific who said he was going to report it as well, the broken laser giver was also given to field representative. The same new laser fiver was opened and surgery resumed as planned. Materials management confirmed that smoke was due to moses fiber being overheated and patient was not harmed. The equipment was being operated via foot pedal by the surgeon.